Event description:
Patient reported that their back to back test readings obtained on their ss meter using the same finger stick were 69,219 and 150 mg/dl.pt reportedly experied shakiness. Control solution test reading was in range. Unable to reach pt by phone to follow-up. Letter sent to pt requesting that pt contact lfs. There was no allegation of harm.